Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported inability to remove the gripper line. The broken gripper line and single leaflet device attachment (slda) appear to be due to the troubleshooting maneuvers of the inability to remove the gripper line. Additionally, the patient effect of foreign body in patient was related to procedural circumstance of the inability to remove the gripper line as part of the gripper line was left in the anatomy. The patient effect of foreign body in patient is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. He reported additional therapy/non-surgical treatment was a result of case-specific circumstance as another clip was implanted for stabilization of the slda clip. There is no indication of a product issue with respect to manufacture, design, or labeling. (B)(4)

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda), inability to remove the gripper line, gripper line break and foreign body in patient. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. Prior to inserting the clip, it was noted that the patient had a restricted posterior leaflet. An xtr clip was inserted and the leaflets were successfully grasped. The clip was deployed, but when attempting to remove the gripper line (gl), resistance was felt. The physician continued to pull on the gl, but at this time, it was noticed that the clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The physician decided to remove the clip delivery system (cds) while the gl remained attached to the clip. Once the cds was removed, the physician pulled on the gl, but resistance continued to be felt. The physician decided to continue with the procedure to stabilize the slda. Two additional clips were implanted, reducing mr to a grade of 1+. It was noted that while removing the third cds, the gl of the first clip was able to be removed. However, it was noticed that the gl had been torn and echocardiography showed 5-10cm remained in the anatomy and was still attached to the clip. No treatment was performed to remove the gripper line. There was no clinically significant delay in the procedure. No additional information was provided.